Manufacturer narrative:
Literature article: nakano, t., kitamura, h., tsuneyoshi, s., tsuchimoto, a., torisu, k., tsujikawa, h., kawanishi, h., tsuruya, k., kitazono, t. ¿predictors of encapsulated peritoneal schlerosis in patients undergoing peritoneal dialysis using neurtral-ph dialysate¿. Clinical and experimental nephrology. (2025) 29:212-220. Https://doi.org/10.1007/s10157-024-02565-9. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for peritonitis. Treatment and patient outcome was not reported. It was reported that the patient was transferred to hemodialysis. No additional information is available.